Manufacturer narrative:
This is the initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated, that the cap of the axsym troponin-I adv reagent is defective and is not opening correctly. There was no impact to pt mgmt reported.